Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine would not turn on, and upon troubleshooting, thermal damage was found on the power rocker switch wire. There was no burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the black wire. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has 25,201 hours and the wire was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the black wire. The biomed replaced the power rocker switch wire, which resolved the machine issue. The machine is back in service without issue and without reoccurrence of the event. The wire has been discarded and is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by fresenius biomedical technician (biomed). The biomed replaced the power rocker switch wire, which resolved the machine issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the biomed identified thermal damage on the power rocker switch wire. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine would not turn on, and upon troubleshooting, thermal damage was found on the power rocker switch wire. There was no burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the black wire. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has 25,201 hours and the wire was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the black wire. The biomed replaced the power rocker switch wire, which resolved the machine issue. The machine is back in service without issue and without reoccurrence of the event. The wire has been discarded and is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.